Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple power cable disconnect alarms while on batteries can be confirmed based on the information recorded in the provided log files. The event log file contained data recorded from 30jul2023 to 31jul2023 where power cable disconnect and low voltage advisory alarms were recorded. The associated voltage levels indicated that the alarms occurred while on batteries and may suggest a possible connection issue. The pump function was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from 20jul2023 to 31jul2023 where one atypical power cable disconnect alarm while connected to batteries was recorded. The voltage levels recorded in the log files indicated that the system was supported always by 14v batteries, suggesting that the patient was sleeping on batteries. A specific root cause for the alarms captured in the log files was not able to be determined. There were no products returned for evaluation. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents contained warnings: ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms¿. Heartmate 3 patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple power cable disconnect alarms while on the mobile power unit (mpu) and on batteries. The controller was exchanged after which no more alarms were heard or seen. A review of the log file revealed low voltage and power cable disconnect alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.